Manufacturer narrative:
A replacement glidescope bflex 5.8 bronchoscope was provided to the customer. The bflex 5.8 bronchoscope used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.8 bronchoscope and could not confirm the reported image failure. The technical service representative connected and disconnected the customer's bflex 5.8 bronchoscope to a known, good, glidescope core 15-inch monitor and a known, good, glidescope core quickconnect cable, 15+ times each in both the a and b ports without failure. The cable connection was reversed and the tests were repeated with the same results; no video image failure was detected. The camera image quality test was performed and passed. Since the glidescope bflex 5.8 bronchoscope was already provided to the customer, the bflex 5.8 bronchoscope used in the procedure was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the bronchoscope was producing a bad image; the resolution was bad and they couldn't see anything. A negligible delay in the procedure occurred as a backup bflex 5.0 bronchoscope was obtained. No harm to the patient or user was reported.